Event description:
Per rep, during the procedure, the first band fired successfully. Bands 2 and 3 deployed successfully. Bands 4 and 5 did not fire. Another 000608 was used to complete the procedure. Rep did not know if the customer had resistance turning the knob or if clicks were heard, but rep said customer has been using the ligator for approximately 4 years.